Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11301r62, implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: j11301r62, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl(5000 mcg/ml, 3358.6 mcg/day) and bupivacaine(20 mg/ml, 13.434 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and failed back syndrome-other. It was reported at some point, the patient's 8709 catheter was replaced with a 8731 catheter. It was unknown when and why the catheter was replaced. No further complication was reported.